Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient ipg was non functional. No device malfunction was suspected. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively.